Event description:
The device was replaced due to reaching the elective replacement indicator status. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis was performed on the device. During the previous analysis, the battery was at a prematurely depleted level of 2.59v. The device was evaluated and functioned nominal during the analysis with an external power supply connected to the hybrid. No instances of high current drain were observed, and no conclusion could be made as to the cause of the premature battery depletion. The hybrid stacked chip scale package component was visually inspected for anomalies between the exposed plating bar pins along the sides. A copper anomaly was observed between the plating bar pins in the substrate on the high voltage capacitor side of the hybrid. It could not be determined if this anomaly was the cause for premature battery depletion.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4).